Event description:
It was reported that the flexible drill attachment was broken.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. In the image the device is seen broken in two pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.